Event description:
Initial surgery performed in 2008. It was subsequently noted on x-ray that one of the set screws was not in place post-op. A revision surgery was performed.

Manufacturer narrative:
Eval: results - device was not returned to manufacturer; no eval could be performed.